Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported in a fax that while observing a surgery observing the surgeon seems to have problems with the freehand target device. The surgeon mentioned that the device broke. A replacement device was available so he could complete the surgery successfully.